Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. The insulin pump passed displacement, operating currents, self test and off no power tests. No weak battery alarm noted. The insulin pump has minor scratched display window, cracked case at the display window corner and with broken reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. It was also found the customer had weak battery alerts with the insulin pump. The customer's blood glucose was 264 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported possible moisture exposure to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.